Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "bridge test failed" message. Complainant indicated that there was no pt involvement in the reported malfunction. Complainant indicated that during subsequent biomed testing the reported malfunction was not duplicated.

Manufacturer narrative:
Zoll medical corp has rec'd the prod and will be providing a f/u report when our investigation is completed.